Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient was in the hospital. No further information was obtained from the reporter. Customer support has made several attempts to contact the reporter in follow-up; however, no additional information was obtained. If further information is provided, a supplemental report will be submitted. This complaint is being reported based on the allegation that the patient was hospitalized due to an unknown cause while using insulin pump therapy.